Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: defect material description: syringe tray, 10ml bd 20pk (ref. (B)(4). Lot number: 3178815. Item code: 309605. Defective quantity: 1. Defect description: one syringe had a crack on the side of the barrel thus failing aql. Nothing protruding and very ¿clean¿ crack. Not leaking on own, but when you compress it, it will leak. Compounder was interviewed and nothing out of the ordinary on the sfm. One out of the 3k units is odd thus I am leaning towards mfg defect.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. It was reported one syringe had a crack on the side of the barrel. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo of a 10ml luer lok syringe was received for evaluation by our quality team. In the photo there is a black marker highlighting the side of the barrel. But the photo is close-up and blurry. The reported defect cannot be observed or confirmed in the photo provided. Additionally, the syringe appears to be in a sealed packaging blister, which is not consistent with the material number provided. An unused defective physical sample would be required for a more thorough evaluation and root cause determination. A device history record review was completed for provided material number: 309605, lot: 3178815. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 3178815 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. To date, there have been no other similar events reported for this lot. Further action is not required at this time. Based on the investigation, the reported defect was not identified in the photos received. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.